Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a definitive root cause for the could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope exhibited lens blurry. The issue occurred during diagnostic procedure. There were no reports of patient harm.